Manufacturer narrative:
Conclusion and justification status: the complaint states please find attached correspondence received (via our colleagues in the us) from the (B)(4) relating to claim from a patient who has an lcs rps cemented knee implant. Primary surgery (B)(6) 2016 at (B)(6). No product was returned hence the complaint cannot be confirmed. No codes were received hence a complaints search could not be conducted the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Addendum added 09 nov 2016 - the complaint was reopened as product details were received. A complaints search identified previous complaints received. A lot specific search did not identify any other complaints. The above conclusion remains unchanged. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation is pending for this patient who has an lcs rps cemented knee implant. No problem is stated. No revision has been reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 16, 2017: response letter from (B)(6) legal department received. After reviewing, it states that patient was seen under the care of dr. (B)(6). Event began on (B)(6) 2016 where patient was experiencing severe pain upon movement, discomfort, knee was hot to touch, swelling and redness, and a feeling of coldness in her leg. On a consultation done on (B)(6) 2015, it was noted that patient complained of retropatella pain associated with clunk from sitting to standing which worsens at night. Patient was revised on (B)(6) 2016. Patient harms and product failure codes updated.

Manufacturer narrative:
The complaint states please find attached correspondence received from the piab relating to claim from a patient who has an lcs rps cemented knee implant. Primary surgery (B)(6) 2016 at (B)(6) hospital in (B)(6). No product was returned hence the complaint cannot be confirmed. No codes were received hence a complaints search could not be conducted the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Addendum added 09 nov 2016 the complaint was reopened as product details were received. A complaints search identified previous complaints received. A lot specific search did not identify any other complaints. The above conclusion remains unchanged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.